Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that during the initial implant of this lead the sensing was lower than expected. The lead was repositioned; however, the helix would not extend after repositioning. The lead was removed from the patient and tested on the table. The helix was able to be extended and retracted successfully on the table. The lead was then re-inserted, but the helix would not extend once in the patient. The lead was removed and replaced. This lead was never in service. No adverse patient effects were reported.